Manufacturer narrative:
(B)(4). Date sent: 8/16/2021. D4: batch # v94e2y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In addition, four malformed clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation.". As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred, and the clip was unformed from the second firing. The device was fired outside the patient for functionality, but the same issue occurred. The device was used on the gallbladder. Another device was used to complete the case. No bleeding or damage of the target tissue was observed. The surgeon commented the device was used as usual, but the clip was unformed. There were no adverse consequences to the patient and the patient¿s condition is stable. No further information is available.